Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer was in a diabetic coma at the time of hospitalization. Caller stated that the customer had an infection at the infusion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.